Event description:
Waking up out of a dead sleep, scratching myself to the point where I was giving myself bruises the size of softballs, and then it got so bad, I was making sores on my body. Feels like my skin is on fire, and I'm also burning from the inside of my body, out.